Event description:
At a certain point during an ablation of afib being performed with navx, the power output on the generator dropped from the value of 20 w, which was set by the user, to 0 w. When the generator was switched off and back on, error 5 appeared. Error 5 continued to appear with multiple attempts to restart the generator. The case was not finished. The patient will come back to complete the procedure.

Manufacturer narrative:
(B)(4). It was found that the bux48 and bcx56 on nis board were defective, and the issue was resolved by replacing them, also ep cooler upgrade was performed as well as pm and full system tests. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Additional information from affiliate (customer): the patient was not already anesthetized; some sedatives were given to him. The case was cancelled only because of the malfunction of the generator. There was only paroxysmal afib medical history to this patient. The cancellation of the procedure did not cause a risk for this particular patient. The patient did not require extended hospitalization because of the procedure cancelation. Transseptal puncture was done because it was left atrium fibrillation, they nearly finished isolation of one side and then the problem came up. (B)(4).